Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that noise was noted on the right atrial lead. The lead was explanted and replaced on (B)(6) 2018. No additional information was reported.

Event description:
New information noted that there was not lead noise noted on the right atrial lead. The lead was explanted due to the age of the lead. The patient was fine before and after the procedure. No complications occurred.